Manufacturer narrative:
(B)(4). The device was manufactured on november 25, 2013 to november 26, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had particles in an unspecified area of the tubing. This was observed before patient use. No additional information is available.